Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the insulation of the lead body was damaged by fraying about 56 cm distal of the connector pin. This damage is to be regarded as the cause for clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The deformation if the distal shock coil, the inner conductor and the rope conductors to the df-1 connector plugs, as well as the cuts on the outer insulation are probably a result of the explantation. The results of the lead analysis showed no indications of a material defect or mfg error.

Event description:
Ous MDR- after an implantation time of about 26 months, inappropriate shock deliveries due to artifacts in the rv channel were reported. Lexos dr, (B) (4), MDR 1028232-2009-01322.